Event description:
The user facility reported via medwatch report ((B)(4)), that during a patient procedure, their 3085sp surgical table would not move to the desired position while being commanded to do so via the hand control. User facility personnel removed the patient from the table and utilized the override controls to level the table. The procedure was completed successfully following a short delay using the same table. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the table and found that the trend sensor required replacement. As a result, user facility personnel were unable to level the table using the table's hand controls, subsequently causing the reported event. To resolve the issue, the technician replaced the trend sensor. The unit was tested, confirmed to be operating according to specifications, and returned to service. The table subject of the reported event is not under steris contract for preventive maintenance. The user facility is responsible for all maintenance activities. The table was manufactured in 2002 and is approximately 23 years old. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.